Event description:
Caller states the pt tested .9 inr on the caoguchek s system and 2.63 inr on a comparison lab. No action taken on device result. Coumadin dose remained the same based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.